Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance using provided reset instructions, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.